Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 35 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-157 mg/dl and expected pm fasting blood glucose test result range is 280-289 mg/dl. The customer feels well and and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2024 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history (time not set): result 1: 202 mg/dl date: (B)(6) 2023 time: 2:15pm non- fasting result 2: 245 mg/dl date: (B)(6) 2023 time: 2:15pm non- fasting result 3: 261 mg/dl date: (B)(6) 2023 time: 1:44pm non- fasting result 4: 35 mg/dl date: (B)(6) 2023 time: 1:07pm fasting result 5: 169 mg/dl date: (B)(6) 2023 time: 9:58am fasting am

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 20-nov-2023 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.